Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd894725 and gd894410 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Prior to the onset of peritonitis, the patient experienced abscess in the colon and diverticulitis. The cause of peritonitis was due to a possible bowel perforation which was due to diverticulitis. Four days after the onset of peritonitis, the patient was hospitalized for these events. The patient was treated with vancomycin (ip, dose, and frequency unknown). A day after hospitalization, the patient had the pd catheter removed and was put on hemodialysis therapy. The patient was hospitalized for six days before being discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available.